Event description:
Ileostomy takedown. Two plcr60b reloads were fired successfully on a side-to-side anastomosis. Upon closure of the otomy, a third plcr60b reload was fired and surgeon noticed the distal end of the staple line was wide open and unformed staples were observed. It was also noted that it was fairly thick tissue. Another device was used to complete the case.